Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient also developed anterior chamber flare and fibrin on the third postoperative day. Three days later, the patient developed hyperemia. The outcome after the surgical treatment was reported as recovered and noted that the patient moved to another facility and the details are unknown.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
An ophthalmologist reported that four days following an intraocular lens (iol) implant procedure, a patient developed a hypopyon and was diagnosed with endophthalmitis. The patient visual acuity was classed as "hand motion". The patient was transferred to another clinic where she received an anterior chamber irrigation. A vitrectomy was performed three days later. The iol remains implanted. Additional information was provided by the surgeon, that on the third postoperative day, there was an increase of inflammation in the anterior chamber. An anterior wash out and antibiotic fluid washing was performed at a different facility. A temporary improvement of inflammation cells the day after the washout. On the fifth postoperative day, aggravation of inflammation was confirmed requiring an antibiotics and anti-inflammatory treatment. The following day a vitrectomy was performed. The patient problem was documented as aseptic endophthalmitis that is recovering with persistent condition. A bacterium inspection was performed with a negative result.

Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(4) since mid-(B)(4)2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on (B)(4) 2015 and surgeons in (B)(4) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. Evaluation summary: an unspecified cartridge was indicated. The handpiece model was not provided. Two viscoelastics were indicated, only one is qualified for this qualified lens/cartridge combinations for this model. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(4). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On (B)(4) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).